Manufacturer narrative:
Physio-control evaluated the device and the reported issue was unable to be verified or duplicated. The device passed functional and performance testing and was returned to the customer for use. No root cause was determined for the reported issue.

Event description:
The customer contacted physio-control to report that their device therapy pads were not reading properly. In this state the device may not be able to deliver defibrillation therapy if needed. The customer was unable to provide any further information for the event or the patient. This issue is patient related; however there was no adverse patient outcome reported.

Manufacturer narrative:
Physio-control reviewed the device data and was unable to duplicate the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device therapy pads were not reading properly. In this state the device may not be able to deliver defibrillation therapy if needed. The customer was unable to provide any further information for the event or the patient. This issue is patient related; however there was no adverse patient outcome reported.